Event description:
Description of event according to initial reporter: patient was there for an inferior vena cava filter removal. Our gtrs retrieval device did not open all the way as it should have. It stayed some what closed not allowing for full opening. Device was removed and viewed on the table and even on the sterile field wouldn't open fully. They tried other snares from other companies and were unsuccessful in retrieving the filter likely due to it being embedded.